Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was not heating. Therapy was not delayed. No patient was involved and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 26-nov-2024. H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated. The complaint is not confirmed. The device is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.